Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient reports they were in a car accident and they lost their programming on the programmer. The patient states they do not have the programming and he has been trying to use the programmer and unable to change settings. The car accident happened in (B)(6) 2018. Troubleshooting included assisting the patient turning the device on. Helped them navigate the programmer to show on/off and ok on the patient programmer screen. Assisted patient with changing group a, b, and c. The patient said there setting is group 2.1v b 2.5v. Troubleshooting resolved the reported issue. No symptoms were reported. No further complications were reported or anticipated with this event.